Event description:
It was reported that there was a problem with the patient programmer and the patient was unable to make adjustments with the antenna attached. The patient reported that stimulation was too strong last night and she was not able to turn it off. The patient contacted the manufacturer¿s representative (rep) and was instructed to change the batteries. The patient also unplugged the antenna and was successfully able to use the patient programmer (pp) without the antenna and was able to turn stimulation off. It was noted that the problem started the night prior to this report. Additional information received stated that the patient received their replacement patient programmer (pp) and was not able to communicate with the implantable neurostimulator (ins) with the antenna attached. The patient stated she was able to turn stimulation on and off without the antenna attached. Additional information stated that the patient received assistance from their doctor or manufacturer¿s representative (rep) and their concerns were resolved. It was noted that ¿stim¿ and antenna were replaced because the stimulator wouldn¿t shut down.

Manufacturer narrative:
Concomitant medical products: product ID 37744, serial# (B)(4), product type: programmer, patient; product ID 3 7092, serial# unknown, product type: accessory; product ID 37744, serial# unknown, product type: programmer, patient; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).